Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in progress. A follow-up report will be provided.

Event description:
Customer is reporting an elevated white blood cell (wbc) count in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4). Terumo bct is awaiting the returm of the whole blood set.

Manufacturer narrative:
Investigation is still in process. A follow-up report will be provided.

Event description:
The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is still in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the collection set was not available for return for evaluation. The manufacturing and testing records were reviewed for this lot number. No abnormalities were noted in the records that would have contributed to the issue. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined at this time. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be donor-related (characteristics of blood). It also cannot be ruled out that a filtering error or other process error (not resting the collected blood prior to filtering; not expressing air properly from the product bag) could have contributed to the higher-than-expected wbc content in the whole blood product. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood in order to avoid leukocyte leakage.